Manufacturer narrative:
Continuation of d10: product ID 8731sc. Serial# unknown. Implanted: explanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. Citation: escudero, c. De la f., penalva, j. B., samsó, j. V., pérez, f. G. <(>&<)> ortiz, á. V. Tolerance to intrathecal baclofen: clinical case report. Rev. Soc. Española del dolor 31, 40¿44 (2024). Doi: 10.20986/resed.2024.4076/2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'tolerance to intrathecal baclofen: clinical case report'. The following medtronic devices were used: synchromed 2 pump and 8731sc catheter. Among patients' adverse events/device performance issues included: 1 patient developing I ncreased spasticity. A transcatheter myelography was performed, which showed a rupture of the catheter. A catheter replacement occurred. No further information was provided pertaining to medtronic products.